Manufacturer narrative:
H.6. Investigation: bd received 15 samples and 1 photos for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer noted that "the 2ml edta tube were filling less than allowable fill volume (+/- 10%). The device used for blood draw was a closed collection system (i.e. Msn). Customer also tried drawing blood with syringe +needle technique, and encountered the same underfilling issue as well.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer noted that "the 2ml edta tube were filling less than allowable fill volume (+/- 10%). The device used for blood draw was a closed collection system (i.e. Msn). Customer also tried drawing blood with syringe +needle technique, and encountered the same underfilling issue as well."